Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during interrogation of the device, there was an electrical reset. The reset was cleared. The device was never implanted and was returned. No patient complications have been reported as a result of this event.